Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable as this complaint was for a request for product identification only. There was no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness or performance of the product. As such, this information is considered an inquiry and the complaint file is being closed as not a complaint.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is undergoing a revision due to unk reasons after a knee arthroplasty.